Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device logs. However, the device was put through extensive testing including bench handling and ECG stress testing without duplicating the report. An internal inspection of the device found no discrepancies. The defib recepticle connector was replaced as a precaution. The device was recertified and returned to the customer. The multifunction cable (mfc) used was not returned as part of this investigation. A recommendation was sent to the customer to discard the mfc cable used as s precaution. A new multifunction cable was sent to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG monitoring failure" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.